Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced issue with 1 infusion set's cannula being crimped on (B)(6) 2024. The issue occured 3 or more hours after insertion, after being in use for less than 24 hours which led to an increase in blood glucose level and treated it with correction bolus via pump. The site of insertion was located at abdomen. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.